Manufacturer narrative:
Concomitant therapies: juvéderm® volbella¿ xc. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected with juvéderm vollure¿ xc and juvéderm volbella® xc. Per hcp, "patient experienced an inflammatory response. Patient was prescribed doxycycline 100 mg twice a day for 14 days for the swelling and nodules." Event status is unknown. This is the same event and the same patient reported under MDR ID # 3005113652-2021-03458 (allergan (B)(4)). This MDR is being submitted for juvéderm® vollure¿ xc.